Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively in total knee arthroplasty (tka), the device thread broke. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted one suture and one needle. The product was received with the loop open. It was observed, under magnification, that the loop appeared to have split under tension. Upon microscopic inspection, evidence of material transfer was found at the weld site of the loop. As no sealed products were returned, functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively in total knee arthroplasty (tka), the device thread broke. The procedure was completed with another device. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two device. The visual inspection of the returned products noted two sutures and two needles. A suture was returned broken. Microscopic inspection noted evidence that the suture had split under tension. The remaining suture was received with the loop open. Upon microscopic inspection, evidence of material transfer was found at the weld site of the loop. Unfortunately, as no sealed samples were returned, a tensile strength test could not be performed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively in total knee arthroplasty (tka), the device thread broke. The procedure was completed with another device. There was no patient injury.